Event description:
New information received states that the over sensed noise on the lead caused pacing inhibition, as a result on (B)(6) 2026 a surgical procedure was done to cap the lead and replace it, the patient condition was stable throughout.

Event description:
It was reported that there was atrial lead noise leading to over-sensing. No intervention was performed, and the lead will further be monitored. The patient condition was noted as being stable.